Manufacturer narrative:
No unexpected stuck button alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. All buttons function properly; no damage to keypad traces and the connector on printed circuit board was not unlocked during visual inspection. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly peeling keypad overlay at top right corner of overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. Customer states the button was not unresponsive during an easy bolus attempt. The customer stated that the numbers started scrolling on the screen without the users input. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.